Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation determined the reported difficulty appears to be related to circumstances of the procedure and there is no indication of a product quality issue with respects to the design, manufacture or labeling of the device.

Event description:
It was reported that a 2.5 x 20 mm trek dilatation catheter advanced to the heavily tortuous distal left anterior descending (lad) coronary artery, moderately calcified and 90% stenosed lesion. During the second inflation at 12 atmospheres for 30 seconds, the balloon ruptured. Another device was used in replacement. There were no adverse patient effects and there was no clinically significant delay. There was no additional information provided.